Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient had a loss of connection. No additional event or patient information is available. Data download log was provided by the patient and reviewed for evaluation on 10/04/2016. Upon initial review of the data, the complaint of a loss of connection was unable to be confirmed. However, the complaint device was returned for an evaluation. A visual exterior inspection was performed on the transmitter and it passed. A pairing test with nordic bluetooth device was performed on the transmitter and it passed. A global receiver functional test was performed on the transmitter and it passed. Data was downloaded from the cloud and reviewed, finding signal loss. The complaint of a loss of connection was confirmed. The root cause could not be determined.